Event description:
Literature was reviewed regarding 'intravascular lithotripsy for peripheral artery calcification: mid-term outcomes from the randomized disrupt pad iii trial'. The objective of the study was to evaluate primary patency after 1 and 2 years in the randomized population treated with intravascular lithotripsy (ivl) versus percutaneous transluminal angioplasty (pta) for moderately-to-severely calcified femoropopliteal arteries. The time frame of this study was between february 2017 and may 2020, with outcomes reported for up to 2 years post-treatment. Multiple manufacturer¿s devices were used in the study population. The pta group used a standard pta balloon of the physician¿s choice. The drug-coated balloon (dcb) used was in.pact dcb by medtronic. Among patient adverse events included: 'major adverse events (maes) include unplanned surgical revascularization or major (above ankle) amputation of the target limb, symptomatic thrombus or embolus requiring treatment, and perforation requiring provisional stent placement or other treatment. Freedom from restenosis at 1 year was 88.8% and at 2 year was 76.3% in the pta group. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Ref: doi.org/10.1016/j.jscai.2022.100 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.